Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was noted that the basal delivery totals in tdd do not match active basal program total, there was no known cause for variation. The reported that there was a blood glucose (bg) below 70mg/dl without symptoms. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/17/2015 with the following findings: the basal tdd history appears to be inaccurate due to a manual time change observed in the black box on 2015-11-14, time was manually changed from 01:12 to 13:12. On 2015-11-15 21:45 a replace cartridge alarm was recorded; deliveries resumed at 23:28. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No eaw¿s occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.